Event description:
It was reported there were inappropriate therapies. Intermittent capture was also noted in the ER setting. The patient was symptomatic with lightheadedness. It was additionally reported that "capture management was the therapy that was not working 100%" and the patient was having symptomatic pauses that caused him to go to the ER. A physician was unable to establish telemetry with the device and it was concluded the pacemaker "had failed". A company representative was later able to interrogate the device, with no problem. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there were inappropriate therapies. Intermittent capture was also noted in the ER setting. The patient was symptomatic with lightheadedness. It was additionally reported that "capture management was the therapy that was not working 100%" and the patient was having symptomatic pauses that caused him to go to the ER. A physician was unable to establish telemetry with the device and it was concluded the pacemaker "had failed". A company representative was later able to interrogate the device, with no problem. The device was explanted and replaced. No further patient complications were reported as a result of this event.